Event description:
It was reported the patient presented for implant procedure. While positioning the lead, it was observed the lead exhibited poor capture. The physician attempted to reposition the lead but was unable to because the helix became stretched. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed but the reported event of unspecified capture issue was not confirmed. As received, a complete lead was returned in one piece. The helix was found stretched as returned consistent with procedural damage. The cause of the reported event of stretched helix was due to procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.